Event description:
It was reported that the ilet system¿s charger displayed a blinking light and failed to charge despite attempts with different outlets, leading the user to discontinue ilet therapy and use backup therapy; the reported device issue aligns with a charging problem associated with the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.